Event description:
It was reported via repair work order that the headend right side rail would not lock upright due to a worn timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.